Event description:
As reported by a (B)(4) clinical trial, in-stent and total occlusion of the left superficial femoral artery was reported on a patient approximately twenty-six months post implantation of a flexstent to the femoral popliteal ((B)(6) 2012). The patient recovered. Per the investigator, it was impossible to rule out a causal relation to the target lesion and the study device because the occluded site contained the area where the study stent was deployed. Also, it was judged to be possible to rule out a casual relation to the procedure because a long time has elapsed since g-008 was deployed. The patient has a medical history of hypertension, smoking and high cholesterol. It is unknown if the patient was on anti-platelet therapy.

Manufacturer narrative:
Please note that section d4 and section h4 have been updated. Complaint conclusion: as reported by a (B)(4) trial, in-stent and total occlusion of the left superficial femoral artery was reported on a patient approximately twenty-six months post implantation of a flexstent to the femoral popliteal ((B)(6) 2012). The patient recovered. Per the investigator, it was impossible to rule out a causal relation to the target lesion and the study device because the occluded site contained the area where the study stent was deployed. Also, it was judged to be possible to rule out a casual relation to the procedure because a long time has elapsed since g-008 was deployed. The patient has a medical history of hypertension, smoking and high cholesterol. It is unknown if the patient was on anti-platelet therapy. The product remains implanted in the patient and are thus is not available for evaluation. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. In-stent restenosis (isr) is associated with the progression of atherosclerotic disease and is a known potential adverse event following stent implantation and does not represent a device failure. Intra-arterial stent placement is a treatment of the disease process, it is not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Vessel occlusion, restenosis, intimal hyperplasia or recurrent strictures are well known documented potential complications of this type of procedure and are listed in the IFU as such. Rates are higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. Isr is more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Factors that may have influenced this event include patient, procedural, pharmacological and lesion. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. There is no information to suggest that there is a design or manufacturing related issue, therefore, no corrective action will be taken.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.